Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with ams transobturator tape sling system to treat her stress urinary incontinence; the implant date was not reported. The plaintiff's attorney alleges that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery," and "has endured impaired physical relations." The plaintiff's attorney also alleges that the plaintiff has suffered "severe personal injuries, pain and suffering, severe emotional distress."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.